Event description:
Elderly male with history of multivessel coronary artery disease and atrial fibrillation. Procedure: coronary artery bypass graft x 3 using internal mammary after and right greater saphenous vein via endoscopic harvest. During harvest, it was noted that there was a crack in the horseshoe arm at the tip. Instrument removed and a new one used for the remainder of the harvest. No known harm to patient. Manufacturer response for electrosurgical, cutting coagulation accessories, virtuosaph plus with radial indication (per site reporter). Will obtain.